Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) white female patient had impella cp optical pump inserted in the right femoral artery (rfa) for high risk percutaneous coronary intervention (hrpci). The patient¿s left ventricle was perforated and as a result the physician put in an intra-aortic balloon pump (iabp), wean and explanted the pump, and they reversed the heparin on board, the effusion slowed considerably.